Event description:
It was reported that during a thoracic blebectomy procedure, the knob broke off while articulating the device. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Damaged articulation mechanism. Evaluation summary: the analysis showed that the ats45 device was received with the articulation mechanism damaged as the articulation gear was detached from the device. The device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specification. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.